Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where his ipg was explanted.

Event description:
It was reported the patient is unable to establish communication between his ipg and external devices. It was also reported the patient's programmer reflects a communication error. The patient was sent a replacement charging system, however; the issue remains unresolved. In addition, the patient stated he has not used his scs since (B)(6) 2014. The sjm representative will follow-up with the patient as the next course of action.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.